Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. Customer refused to provide any add'l info related to the issue and contact info. Caller also declined providing serial # of the device.

Manufacturer narrative:
Customer refused to provide any contact info and details related to the device associated to this report. No further conclusion can be drawn by the mfg site since the device is not expected to be returned for analysis. Info has been added to the database for trending purposes.